Manufacturer narrative:
(B)(4). Fisher & paykel did not receive a cannula for evaluation. We are still working to obtain further information for this complaint. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via their fisher & paykel healthcare representative that the optiflow junior interface wigglepads were not sticking well to the infants' faces.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare did not receive a cannula for evaluation. Our investigation is thus based on our knowledge of the product and our investigation of samples from a similar complaint. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula under the part number opt012. Method: three sample opt012 wigglepads were received in (B)(6) from the fph representative who reported this complaint and were visually inspected. Additionally one of the samples was adhesive tested by attaching to dry skin, prepared as per the optiflow junior user instructions. Results: visual inspection revealed no damage to any of the returned wigglepads. During testing, the wigglepad's adhesive was found to be sticky and able to be attached effectively to dry/prepared skin. A lot check could not be performed as lot information was not provided. Conclusion: no fault was found with the appearance or the functionality of the returned sample wigglepads. We could therefore not determine what had caused the problem as reported by the hospital. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure skin is dry/prepared. Appropriate monitoring must be used at all times. Check cannula remains secure on the face. Replace wigglepads if required. An fph representative conducted additional training with hospital staff and they have not experienced any further issues.

Event description:
A hospital in (B)(6) reported via their fisher & paykel healthcare (fph) representative that the optiflow junior interface wigglepads were not sticking well to the infants' faces.